Event description:
During laparoscopic hernia repair, the pt suffered a bladder tear. There was no device failure. The surgeon did not wish to disclose the date of incident or any other info relating to the incident.